Manufacturer narrative:
The t:slim pump user guide cautions that insulin should be at room temperature before filling a cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer has received multiple inaccurate fill estimates. Cold insulin had been used. Customer declined to reload the cartridge while troubleshooting with tandem technical support. There was no impact to the customer's blood glucose level.